Event description:
It was reported that the customer was in the hospital for reasons unrelated to diabetes. The customer stated that he put in a new sensor and infusion set. The customer stated that his sensor glucose readings were different from his blood glucose readings by a large difference. The customer received a sensor glucose of 356 mg/dl and a blood glucose of 598 mg/dl. The customer's blood glucose at the time of the call was 220 mg/dl. Troubleshooting was done for calibration error alerts. Explained that the customers readings were back in range with blood glucose levels of 313 mg/dl and a sensor glucose of 327 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.